Manufacturer narrative:
E1: event city: (B)(6) event country: colombia name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced high blood glucose levels on (B)(6) 2026. The event lasted for greater than four hours. The insertion site was at arm and abdomen. The patient received treatment with bolus correction.